Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the batteries were draining fast in the insulin pump and his blood glucose levels would get high. The customer's blood glucose level was 300 mg/dl. The customer performed troubleshooting. Insulin pump alarmed battery out limit. Customer was to receive a battery cap replacement. The insulin pump was not replaced or returned.